Event description:
It was reported that an ilet user experienced episodes of high and low blood glucose, including a highest value of 290 mg/dl and a lowest value of 54 mg/dl, with a prolonged period of hyperglycemia in the evening and overnight, and the user expressed concern about the amount of insulin being delivered. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for troubleshooting and education with no report of medical intervention or hospitalization. Investigation included a review of available use and glucose information. Investigation of this case revealed that the cause of both hyperglycemia and hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed and that user support was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.